Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. An RMA was authorized but not received. Therefore, no confirmation or investigation of the complaint was possible.

Event description:
On december 9, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.